Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2025 with noted alarms that indicated a emergency backup battery (ebb) fault. The patient's ebb was examined, and a pin was noted to be bent on the battery. The ebb was replaced. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment or damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms on the heartmate 3 system controller (serial number unknown) due to a bent pin on the heartmate 11v backup battery was not confirmed as no log files or photos were submitted, and no product was returned. The provided information indicated the backup battery was replaced. Multiple attempts were made to obtain the serial number of the heartmate 3 system controller in use, log files, and if any product will be returning; however, no additional information was provided and to date, no product has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled "alarms and troubleshooting", describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled "system operations", includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also provides instruction on how to properly replace the backup battery. Section 5 of the IFU, entitled "surgical procedures", provides instruction on how to install the 11v backup battery in the controller. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for the 11v backup battery and overall controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being unavailable. No further information was provided. The manufacturer is closing the file on this event.